Event description:
Bifuse broke when unhooking patient from total parenteral nutrition (tpn) to draw labs central line remained clean and tubing also clean bifuse removed for the patients line. Per other nurses, this is not the first time they have hear of this breakage. Was able to cap off tubing clean and reprime on the bifuse portion of the tubing. Need this product checked and removed.